Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (25 mg/ml at 15.999 mg/day) and an anesthetic via an implanted pump. The patient did not know the name of the anesthetic. The patient¿s medical history included being sexually harassed, having had 9 ulcers, a hernia, and severe stomach problems. Per the patient, she was implanted with the pump because she had cancer level pain. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2019 the patient reported that her pump was confirmed to have hit eri (elective replacement indicator) and it also started alarming because it was empty. She went in for a pump refill on (B)(6) 2019 and her medication was not there. On (B)(6) 2019, the medication was yellow and discolored. The doctor then scheduled her surgery for the following friday ((B)(6) 2019), but by then she was out of network. Per the patient, her managing doctor would not even fill her pump with saline. She was now in extreme pain, could not move/was bedridden, and she had lactic acid build up in her calves because the pump was empty. She initially stated that her pump had been empty for 2 months now and she went to a consult and they told her she could be risking a tumor at the catheter area if she did not have anything going through the pump. Per the patient, the pain did not start until (B)(6) 2019. It was noted that the patient was very difficult to keep on track during the call. The patient was calling because she wanted assistance with finding a doctor in her new doctor¿s office network to replace her pump because it reached eri. No further complications have been reported as a result of this event.